Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), slow flow occurred. It was reported that transient slow flow occurred during the procedure and was resolved. Additional information was requested for this event but was it was reported to csi that further information was unavailable.